Event description:
Report rec'd of the device failing to detect distal air in line. The device was programmed to deliver 1000ml of normal saline at a rate of 999ml/hr, with only 750ml left in the container. After approx 40 mins, the nurse was called back to the pt's room by a family member because of an unspecified alarm condition. At that time, it was noted that the container was empty and the tubing "was full of air from the drip chamber to the end of the tubing". The nurse powered off the device and disconnected the tubing from the pt. The dr was notified. Therapy was resumed using a replacement device and a new tubing set. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represnts all the info known by the rptr upon query by hospira personnel.